Event description:
It was reported approximately one month post implant that the patient developed an infection. The implantable pulse generator (ipg) system was removed. The pocket was swabbed and cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.